Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak, clear passage, clamp function, and device-device interaction testing was performed and passed successfully with no issues relating to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. This event occurred during priming. The caregiver assisted the patient with capping off and stopping therapy and starting over with new supplies. The origin of the leak was not indicated, but the caregiver believes it may be at the tubing. There was no accompanying alarm. There was patient injury or medical intervention associated with this event. No additional information is available.